Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not initialize. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc in the m cabinet was powered but the hard drive did not boot. The rack that powers the hard drive itself was no longer powered. The fse confirmed that the host-pc was defective. The cause of the host-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the host-pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the host-pc, hard-disk and updated the license, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not initialize. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.